Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump message stating that a bolus could not be calculated. Review of the pump data logs by tandem technical support could not verify the alleged pump message; however, the customer remained adamant that the message stated that a bolus could not be calculated. The customer's blood glucose (bg) level was 189 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.